Manufacturer narrative:
Please note that this device, (lot no. I0406027) is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.

Event description:
During percutaneous coronary intervention (pci) a type c dissection occurred and it was treated with another stent. Pci was being performed on a lesion in the mid right coronary artery (rca) of 15mm in length in a 3.5mm vessel diameter. The lesion was described with as irregular, readily accessible, concentric with no bifurcation, no calcification and with an angulation between 45 to 90 degrees. During the procedure, a dissection type c occurred. A 3.50 x 18 cypher select was implanted to treat it, this was considered possibly related to the cypher stent.